Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer also stated the escape and act buttons would not clear the alarm. Customer did not press any buttons for three minutes or longer. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.